Manufacturer narrative:
The report noted that only static defect measurements were taken prior to implant. For sizing the defect and selecting the proper occluder size, the gore® cardioform septal occluder instructions for use recommend measuring with the stop flow balloon technique as described below: place a contrast filled, compliant balloon across the defect and gently inflate until shunting through the defect has stopped. Measure the diameter of the defect using either echocardiography or calibrated fluoroscopy. The gore® cardioform septal occluder instructions for use list device embolization as a potential device or procedure related adverse event. Further, the instructions for use state that embolized devices must be removed.

Event description:
It was reported the physician implanted a 30 mm gore® cardioform septal occluder to close an atrial septal defect on (B)(6) 2019. The defect was not balloon sized as the physician was concerned with further stretching the septal tissue. The defect had a static measurement of 13 mm. The following day, imaging showed the device had embolized and was sitting on the tricuspid valve. The device was removed without issue in a transcatheter procedure and a device from another manufacturer was implanted with no adverse effects. The patient was doing well following the procedure. Case imaging was reviewed by the physician and field sales associate on (B)(6) 2019. Imaging showed part of the left side of the occluder on the right side of the septum. This imaging was being performed after the physician had left the procedure room, and the radiologist did not discern the device prolapsing.